Event description:
Information received that the bed slowly goes into trend position. No injury reported.

Manufacturer narrative:
Technician reported that the bed slowly goes into trend position due to faulty hydraulic manifold. Replaced the hydraulic manifold to resolve this issue.